Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported from a nurse that the surgeon explanted a model 106 and as much of the lead as he could due to infection at the generator site. It was later stated that the infection was due to the patient picking at the site. The generator was implanted (B)(6) 2017. Records for the generator and lead were reviewed and both devices were hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.